Manufacturer narrative:
H2 additional information received 19 september 2023. This information is documented in section b5. Device evaluation: a single radiographic image was provided for review. It is a lateral, non-subtracted, plain radiograph of the skull without contrast. There is radiopaque embolic material (onyx, from the event description) in a horizontal lower branch of the middle meningeal artery. Adjacent to the proximal portion of the embolic material is a linear density that can be followed horizontally to the level of the anterior sella turcica; there is a red arrow next to it. In addition, there are two more red arrows lower down, anterior to the c1 vertebral body; presumably, the arrows point to the more proximal retained catheter or wire fragment described in the reported event, but due to the low resolution of the image, the alleged wire/fragment cannot be observed. The image does not explain how or why the problem occurred. Furthermore, the physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event.

Event description:
Additional clarification reported that the braided part of the balloon catheter stretched and broke off into two pieces during the procedure. The distal part of the balloon catheter was left in the patient, and the other broken portion was removed from the patient. The portion of the device removed from the patient was discarded. After further review, it was discovered that there was no guidewire in the patient. They believe there was reflux around the balloon. The patient is fine. No MRI scan will be performed. There is no plan to further treat the patient at this time.

Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was discarded at the user facility; therefore, it will not be returned to the manufacturer for evaluation. However, imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The type of guidewire used in this case was not provided at time of this reported event.

Event description:
It was reported that the radiopaque component of the microcatheter in the balloon had broken off in the patient. CT image shows what they believe to be a .008¿ guidewire that remained in the patient after delivering onyx 18 for embolization. The operative report was requested and was reported as not available. The manufacturer of the guidewire was not provided.